Manufacturer narrative:
The pod was returned with the needle mechanism fully deployed. The pod needle mechanism was observed to be free of damages and defects. The pod was successfully reset into the locked and loaded position and upon rotation of the ratchet gear, the needle mechanism redeployed as expected. Pod data shows that the pod was deactivated by the user after second prime. No damages or defects were observed that would cause the needle mechanism to not deploy. The investigation was unable to find an exact cause for the user reported event of the needle not deploying.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the pod's needle did not deploy indicating a needle mechanism failure. The cannula was visible when the pod was removed.